Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set adhesive event on (B)(6) 2026. Patient reported that infusion set adhesive patch and cannula housing detached from spring prior to insertion during adhesive backing removal process. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.